Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device teflon pad was peeled back from the upper jaw. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, early on during a therapeutic laparoscopic pyloric gastrectomy, the device teflon pad (tissue pad) peeled. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. It is not known if the connection points to the generator were inspected. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were bundled in a circular shape several times only during storage.

Event description:
Addendum feb 20, 2022: the doctor was performing cut function at the time of the event. The setting were cut 1/seal 3. There was almost no delay in the completion of the procedure. The device output was checked prior to use with no abnormality noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad peeled off due to contact with a non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1.) Nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection) wearing the tissue pad away partially. 2.) A load was added and the tissue pad peeled. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.